Event description:
It was reported that the patient stated not being happy with an ambicor penile prosthesis (app) leading to a surgical procedure in which the existing app was replaced with an inflatable penile prosthesis (ipp). During the procedure the physician determined the implant was not malfunctioning. The patient did not experience any further complications.